Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. Bd remote assistance communicated with the customer and upgraded the software to v6.40a. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was software issue. CAPA 1233452 was recently implemented for false positives. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive a sub-culture and/or gram stain might be performed. And no erroneous result was reported to the doctor. Fe collected log file and confirmed the error, but cause was undetermined. The instrument work normally without any adjustment nor replacement."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive. A sub-culture and/or gram stain might be performed. And no erroneous result was reported to the doctor. Fe collected log file and confirmed the error, but cause was undetermined. The instrument work normally without any adjustment nor replacement."